Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Fse arrived onsite to check system logs. Fse found multiple error 17 on universal surgical manipulator (usm) 4. On one of the power cycles fse noticed a 307 error on usm 4. Fse replaced usm 4 to resolve the issue. The system was tested and verified as ready for use. Isi did receive a da vinci product involved with this complaint to perform failure analysis. The usm was analyzed and upon visual inspection, no issues were found that would be related to the reported event. The usm was installed and tested onto a golden system with no errors or faults triggered related to the reported problem. The unit was then tested on the patient side cart (psc) fixture test platform (pftp) and was able to pass all failure analysis tests. Around the time of the complaint, field error logs confirmed multiple communication errors 32127 and 25730 pointing to the axes controller arm (aca). Additionally, the parallelogram passed the fiber test, but showed a low value in the metrics. The complaint was confirmed based on the failure analysis, which indicates that the device may have contributed to the customer reported issue. As a result of these findings, failure analysis identifies the field replaceable unit (fru) connector pogo-pin (fcp), fcp cable harness, and the aca boards to be potential root causes of the reported event.

Event description:
It was reported that prior to the start of a da vinci-assisted surgical procedure, system was showing error 17 at startup. Customer initially indicated the system did not have onsite support and they were unable to view system logs. The customer reseated the blue fiber cables and cycled the breakers before contacting support. The technical support engineer (tse) instructed the customer to reseat the blue cable again and cycle the emergency power off (epo) and breaker once more, but there was no change. The customer was then advised to power off the breakers for both the surgeon side console (ssc) and power on the vision side cart (vsc) and patient side cart (psc), but the system faulted again at startup. Consequently, the customer decided to proceed with the case laparoscopically. The procedure was converted to laparoscopic surgery with no reported injury.